Event description:
I twas reported that a spectrum infusion pump had a dysfunctional keypad. Ti was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom dysfunctional keypad. The evaluation found that all of the keys had an intermittent response. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.